Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. It was confirmed that the reprocessing method of the equipment was assured by implementing the reprocessing procedures as per instructions for use (IFU). The actual device was not returned. A probable cause could be that the second agent bottle came off from the connecting portion and opening portion since a substantial impact was applied to the bottle during the period of storing or transporting of acecide. As a result, the cap was not opened through and the flow of liquid got obstructed. Additionally, when setting the acecide to the oer, it may have not been set in the correct position and some forces have been applied, resulting in insufficient opening of the other agent, and the liquid flow of the second agent been obstructed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. After discarding the disinfectant that had already been put into the washer and replacing it with a new bottle, the endoscope reprocessor was restored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the acecide was mixed in the endoscope reprocessor, the liquid in the second bottle of the first and second bottles was not combined and put into the washer. The issue was found during reprocessing. There were no reports of patient harm.